Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 27mm valve was disabled after an implant duration of three (3) years, seven (7) months, thirteen (13) days due to aortic valve stenosis. A second device 29mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. The patient was unable to sustain adequate hemodynamics. Patient expired in or. The patient was implanted with a competitors transcatheter valve across the existing valve that embolized into the aorta. A second 29mm competitor's transcathete valve was prepared and advanced through the aortic annulus a total of four times, each time it led it jumping too far forward and leaning to substantial aortic insufficiency whole the patient experienced progressively worsening hypotension. Unable to place the competitors valve the surgeon elected to deploy a 29mm edwards bioprosthetic transcatheter valve. Despite a good result with the edwards valve, the patient was unable to resuscitate. Patient had a systolic blood pressure les than 50mmhg for over 30 continuous minutes with several other episodes of greater than 10 minutes of severe hypotension in addition. The patient had a history of CABG in 2012, cad, home dialysis 5 nights a week, chronic diastolic heart failure, osa on CPAP, dm, hypertension.